Manufacturer narrative:
Follow-up #1: date of submission 08/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/27/2016 with the following findings: a review of the black box indicated a reboot had occurred following a call service 088 alarm, followed by multiple reboots. The battery cap and battery compartment were intact and the battery cap secured appropriately to the pump. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no power interruptions occurring. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the audio bolus button cover was torn and there was internal moisture found on the printed circuit board. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump had an intermittent power issue associated with battery changes. The reporter denied any damage to the battery compartment or battery cap and confirmed that the battery cap was able to secure to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.